Event description:
During a bronchoscopy, the injection gold probe tip came off prior to insertion in the scope. The procedure was successfully completed with another device. There were no pt complications. Upon eval of this device it was noted the tip with the needle guide tube had detached from the catheter. The device was returned and evaluated by this MFR. The engineering eval indicated the ceramic tip with the needle guide tube was detached from the catheter. The i.d. Of the catheter was found to be within drawing specifications. Evidence of threading and glue was found. The cause of failure could not be determined. One other device was also used in this procedure. Co believes user technique may have contributed to this event. However, co is unable to determine the relationship between the deivce and the cause for this event.